Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving two shocks. When the clinician interrogated the implantable cardioverter defibrillator (ICD), it was noted that a reset occurred. It was further reported that there was a possibility that a reset might have occurred during defibrillation, therefore the possibility of lead insulation damage was suspected. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD)  were explanted and replaced. No further patient complications have been reported as a result of this event.